Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. The patient's year of birth is 1979.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a transurethral ureteral or renal pelvis laser lithotripsy procedure for a ureteral calculi drainage from kidney to bladder performed on (B)(6) 2023. Prior to the procedure, it was found that the catheter had broken and could not be used. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the distal end of the stent shaft was broken.